Event description:
During a stenting procedure in a heavily calcified sfa via a contralateral approach, the physician felt resistance while advancing the sds through the sheath introducer. He continued to push the sds harder to advance it through the sheath, and the stent partially deployed, even though the locking pin was in place. The partially deployed stent was still within the sheath introducer, and the physician was able to easily withdraw the partially deployed sds from the patient. Another unknown sds was used to complete the procedure. There was no report of any adverse effect to the patient.